Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, received partially secure in the product tray, visual analysis showed the handle appears damaged or broken. The inner member shaft appeared kinked. Two blue components were received with the device for analysis. The handle appears broken with the blue micro control handle detached or separated from the device. Both male snap fit tabs on the micro control are broken. The micro control appears to retract and advance the capsule without the components attached. The macro control moves to fully advance and retracted positions with slight difficulty without the micro control components attached. The tip retraction mechanism appears intact. The screw gear snap fit remains connected. The capsule appears intact with no evidence of distortion or damage. A kink was observed on the proximal end of the inner member shaft at the hub transition however, during the decontamination process, the shaft was inadvertently broken. A kink was observed on the mid-se ction of the inner member. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning, such as patient anatomy or physician experience. It was reported that the valve was recaptured in order to reposition the valve. This is a feature of the device that allows for additional attempts at accurately positioning the valve. It was also reported that the blue knob (deployment knob) of dcs handle broke in two parts and the end cap separated. End cap separation refers to a failure of the screw gear/end cap snap fit on the handle of the dcs, which occurs when the system force exceeds the tensile strength of the snap-fit joint. The device was returned for analysis, and confirms the reported deployment knob separation. The screw gear/end cap snap fit was received connected. This does not disprove the reported event, as the snap fit can be reconnected. The capsule appeared intact with no evidence of damage or distortion. A kink was observed on the proximal (handle) end of the inner member shaft at the hub transition, which fully separated during this analysis process. This finding is unlikely to be related to the reported events, and is more likely a result of the forced removal of the valve after the catheter broke. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a calcified native valve, the v alve was not properly positioned and subsequently was recaptured. During a second deployment attempt, while the deployment knob was turned to recapture, the blue knob of the delivery catheter system (dcs) handle broke in two parts and the end cap separated. The valve and dcs were able to be withdrawn from the patient. After the valve was removed from the dcs, it was reported that the shape could not be recovered due to the leaflets appearing damaged. Subsequently, the valve was not used. The valve and dcs will be returned for analysis. A second valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.